Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient attempted to change her cassette on her own for the first time, but she was unsuccessful without her husband being at home. She was off therapy for 1.5 hours and was admitted to the hospital later that day to receive IV remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.